Event description:
The customer reported that the insulin pump had a button error alarm. The customer reported that the insulin pump recently came into contact with sweat. Blood glucose level at the time of the incident was 137 mg/dl. The customer will not return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.